Event description:
A user facility reports an intraocular lens (iol) haptic detached from the optic during implantation. The wound was widened in order to remove the iol. Pt is doing well. Visual acuity was 20/30 on 4/9/1999.